Event description:
The customer reported the "pump failed". Stated two pump modules and a pc unit were returned to clinical engineering with "pump failed" and "channel disconnect" written on an attached note. The user reported propofol, milrinone and amiodarone were infusing when the "pump failed". The pt's vital signs remained unchanged. The biomed noted corrosion on the male iui connectors on both pump modules. There was no report of pt harm or medical intervention. The risk manager stated she is unable to locate the incident report; therefore, no additional event information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is pending. A follow up report will be submitted with the results of the investigation once it has been completed.